Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2012, inratio: 3.2, lab: 5.2. Results done 30 minutes apart from each other. Pt's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.